Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Further treatment is pending and is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information for patient outcome: no injury occurred in this event was reported. Summary: the returned reciproc blue file r40 6/100 21mm 040 is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: 4580. Health effect - impact code: 4648. The correct codes for this complaint are: health effect - clinical code: 4582. Health effect - impact code: 2199. This is a follow up report to correct this code.